Event description:
It was reported that the user¿s app displayed a ¿dosing stopped¿ message for two days, the agent guided the user to rescan the glucose sensor, the app indicated the sensor was bad and to replace it, and the user had no replacement sensor; the user was advised to contact the sensor manufacturer for a replacement, and blood glucose was not impacted. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user troubleshooting and education. Investigation of this case revealed a sensor failure reported by the app leading to cessation of automated dosing, with no device-related clinical effects observed. It was concluded, based on previously established findings for similar reports, that the cause was a non-clinical device issue consistent with a faulty sensor that did not complete its expected wear period.